Event description:
It was reported that stent damage occurred. The patient underwent percutaneous coronary artery (pci). Following pre-dilatation of a 2.5x10mm and 2.5x6mm non-bsc balloon catheters, a 3.50 x 20 synergy ii drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion and the stent was damaged during delivery. The device was removed. No patient complications were reported.